Event description:
The pt reported e7 (electronic) error was displayed on the infusion device after changing the insulin cartridge and priming the infusion set. The pt inserted a new battery and was unable to clear the error. No physiological effects were reported. The pt switched to the backup infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. The pump was thoroughly checked. The e7 error messages were found in the history. The display window and the cartridge window are scratched. The damages were caused by a mechanical impact (e.g. Caused by the carrying system). Therefore, the display is no longer fully readable. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7 error messages.